Event description:
A year after I received the essure device I started cramping very badly each month during my period which was my first side effect. My second side effect was during my period I was passing very large clots (which has never happened). The third side effect is sudden sharp, stabbing pains would come and go on the lower left side of my stomach and the pain would start in my lower left pelvic area and move upward just under my rib cage but the most severe pain is in my lower left pelvic area with sudden bouts of nausea and vomiting.